Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient experienced an embolism. A 2.4mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure in the popliteal region. The reference vessel diameter proximal to the target lesion was 5 to 6mm. The procedure lasted for half an hour with the blades running for approximately six minutes in blades up mode. There were no issues with infusion during the procedure. Small-caliber debris was noted in the collection bag as usual. During the procedure, the foot had turned white in total ischemia. Immediately after atherectomy, a massive embolism of three leg arteries was observed. It was noted that debris from the catheter clogged the leg arteries. Three hours of open surgery was performed to address the occluded vessels. The ischemic foot gradually returned to normal after the surgery. No further patient complications were reported.